Event description:
It was reported that the patient had no stimulation sensation. There was no known accident or incident related to this. It was noted that it could have been a couple of weeks ago that the patient started to notice the change, including pain in the low back and device site, which the patient noticed maybe a couple of weeks ago, or a week ago, but it did intensify over the weekend. The patient had bumped the device. It was also reported that the patient was not able to adjust stimulation and was getting the poor communication screen. Subsequent information received reported that the patient had not had stimulation sensation since she had the replacement. It was determined that the device was off and using the on/off controls the patient was able to turn the device on at which point the patient felt stimulation immediately. The patient decreased stimulation from 3.1 volts to 2.0 volts and was going to try this setting for the next few days. Further information received reported that the cause of the event was device battery malfunction. It was noted that there was a replacement of the device done (B)(6) 2012. It was noted that reprogramming was attempted on (B)(6) 2012 but it failed. The patient's symptoms included loss of stimulation. The patient did not require hospitalization and the patient outcome was noted as no injury. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 3093-28 lot# v062829, implanted: 2007 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).